Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the connecting tube of the device was observed to have the coating peeling to 1 square millimeters or more. Other observations for the device are: due to a cut on a-rubber, water tightness is lost; distal end and grip have a dent; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has a cut; angulation lever, control unit, s-connector, and protector of universal cord on s-connector all have a scratch; switch (sw) 4 has a cut; sw 1 is damaged; protector of universal cord on control section side is damaged; due to wear of angle wire, bending angle in up and down direction does not meet the standard value; and universal cord has a dent and scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Upon routine inspection of the loaner device returned by a customer, the connecting tube of the device was observed to have the coating peeling to 1 square millimeters or more. No malfunction was reported by the customer. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of connecting tube coating peeling to 1 square millimeters or more as observed during the device inspection.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received. Correction will be made to become aware date of the initial MDR. This supplemental report is being submitted to provide this information. Please see the the become aware date of the initial MDR should be mar 20, 2022, and not mar 22, 2022. The device was repaired within the past year. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A root cause for the peeling of the insertion tube cannot be conclusively determined. It is possible that this occurs due to physical stress, chemical stress, storage environment etc. The instructions for use (IFU) includes the following statements that can help the user detect and reduce/prevent the issue from happening if device is handled properly: ·preparation and inspection: inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual: general policy precautions: warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.